Event description:
The event involved a clave connector, non-sterile, and it was reported that during use of the clave, no drip was observed. Then the clave was connected to the spiros connector attached to the pal medical's infusion set, but dripping was still not observed. The customer then visually checked the clave's silicone rubber and confirmed that it had not fully returned to its original shape. There was patient involvement, no delay in therapy and no adverse event.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. Additional contact information: (B)(6). Tel: (B)(6). E-mail: (B)(6).